Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer unplugged each drawer from the pyxibus sequentially until auxiliary drawer 3 was reached and the station was powered on successfully, then identified the drawer controller for drawer 3.1 as faulty and replaced it with a new controller. The functionality was tested with the hardware test application successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was offline. The customer was unable to retrieve medication for about 20 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.